Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient presented with sore throat/ left side pain. There was no additional patient information at the time of this report. The patient was not treated on the first I-stat result. The patient was discharged (B)(6) 2016. The customer states that product is available for investigation. Date sample time test time na k cl sample date: (B)(6) 2016, sample time: 1715, test time: 1723, na: 112, k: 2.9, cl: >138, sample: a; (B)(6) 2016, 1715, 1829, 138, 3.5, 102, a. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/22/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na